Manufacturer narrative:
Device is a combination product. Promus premier ous mr 32 x 3.00mm stent delivery system. A visual and microscopic examination of the stent found stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. The tip damage was consistent with the tip coming in contact with a restriction during the failed attempt to cross the lesion. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-jun-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and calcified mid to distal right coronary artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. Then, a 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion. Further dilatation was done at high pressure and another stent was advanced and stented the lesion. Post dilatation was performed and the procedure was completed. No patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damaged.